Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 5/6/2019. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation 5/6/2019. A visual inspection of the returned sample shows the lens was cut in half, most probably to aid in explant. Based on the condition of the lens, further analysis is not possible. The complaint event cannot be confirmed. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) and (B)(6) 2019. Email address unknown, information not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patients right eye due to unexpected post-op refraction. The explanted lens was replaced with a different model and diopter lens. The patient has recovered and the outcome does not significantly interfere with activities of daily life. No additional information was provided.